Manufacturer narrative:
Explanted 5 years ago. Additional suspect medical device components involved in the event: product family: scs paddle leads, upn: (B)(4), model: sc 8216 50, serial: (B)(4), batch: 15731254.

Event description:
It was reported that the patient had experienced inadequate stimulation and had several unsuccessful reprogramming. The patient underwent an explant procedure about five years ago to have a lumbar fusion. No further information has been obtained despite good faith efforts.